Event description:
Diagnosis: chronic sinusitis, acquired reactive airway disorder, asthma, carpal tunnel syndrome, ulnar nerve compression bilateral, depression, fibromyalgia (several), detached vitreous bilateral/retinal disease, irritable bowel syndrome, dysphagia/schatzski's ring, sjogren's syndrome, raynaud's phenomenon, osteoarthritis, and inflamed gallbladder etc.